Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there was fibrin in an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 28-oct-2025 investigation summary bd received 10 samples, one video, and one photo for investigation. The evaluation of the media did not showcase fibrin in the serum. A total of 10 returned samples were visually inspected, and no additive defects related to fibrin were found. Furthermore, 100 retained samples were visually inspected, and no additive defects related to fibrin were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints for sample quality were not under statistical control for the month of (B)(6) 2025. Therefore, factors that may contribute to fibrin were evaluated through a clinical study to verify the design of the device met it¿s intended use. Bd was unable to duplicate the customer¿s indicated failure mode, fibrin, via clinical investigation because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples demonstrated clinically acceptable performance. This complaint has not been confirmed for the indicated failure mode fibrin. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there was fibrin in an unspecified number of devices. No adverse impact was reported regarding the patient or user.